Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high co2 results on 2 patient samples generated by the synchron lx20 pro analyzer. The results were not believable and were not reported outside of the laboratory. The samples were repeated on a blood gas analyzer and the results were believable. There was no affect to patient with regard to this event.

Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. The customer replaced the co2 membrane and ran correlation and precision studies which passed. After replacing the membrane, the issue was resolved. Service was not requested.